Event description:
New information noted that the patient was in stable condition.

Event description:
It was reported that the pacemaker exhibited oversensing. Further information was requested however, was not provided.